Event description:
It was reported that, few days after placement urine leakage from the side of the foley catheter.

Manufacturer narrative:
The reported event is inconclusive due to the material number for sample return is different from the material number reported. Photo: received 11 photo samples. Ten (10) photo samples showcase an overview of an all-silicone foley catheter. Eleventh photo sample showcase a piece of paper with native writing. Visual: received two (2) used all-silicone foley catheter without original packaging. Verified material number 2758j18 and manufacturing lot number ngjx3748. Upon visual inspection it was noted that material number for sample returned (2758j18) is different from the material number reported (2758j12). Catheter 1 (batch ngjx3748 and material number 2758j18): this sample will be tested for "leaks." Urine lumen filled with water and flow was normal. No blockage present. No leaks present. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. Catheter 2 (batch ngjx3748 material number 2758j18): this sample will be tested for "leaks." Urine lumen filled with water and flow was normal. No blockage present. No leaks present. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few days after placement urine leakage from the side of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is inconclusive due to the material number for sample return is different from the material number reported. Visual: received two (2) used all-silicone foley catheter without original packaging. Verified material number: 2758j18 and manufacturing lot number: ngjx3748. Upon visual inspection it was noted that material number for sample returned (2758j18) is different from the material number reported (2758j12). Catheter 1 (batch: ngjx3748 and material number: 2758j18): urine lumen filled with water and flow was normal. No blockage present. No leaks present. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. Catheter 2 (batch: ngjx3748, material number: 2758j18): urine lumen filled with water and flow was normal. No blockage present. No leaks present. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few days after placement urine leakage from the side of the foley catheter.